Manufacturer narrative:
Unit passed displacement test, self test, off no power test, error test, rewind and basic occlusion test. Unit was unable to prime during prime test due to moisture damage on the force system sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. No rewind anomaly noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.

Event description:
The customer reported via phone call that the insulin pump batteries only last a few hours and the pump doesn't rewind. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer received a new battery cap recently but the cap did not resolve the pump issues. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.